Event description:
The customer reported that during a perianal abscess procedure, the patient experienced a 3rd degree burn at the genital area. The necrosis was removed and the patient is getting care from a dermatological plastic doctor. The burn was discovered when the surgeon felt heat after using rf energy. A fire occurred, caused by rf sparks and a mixture of air and disinfection fluid that was concentrated under the surgical drape. The customer has indicated the burn has nothing to do with the accessories or generator.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The incident device was not returned to covidien for evaluation. However, the incident pencil and concomitant e0506 cord, e6008b footpedal and forcefx8ca generator were tested at the hospital. No product faults were noted. The site has confirmed the incident was not related to the devices.